Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" against left device. Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Patient reported "rupture" against left device. Healthcare professional reported left side rupture. Healthcare professional reported against left side capsular contracture baker grade IV, "any creases", and that implant was intact. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, e1.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, wear abrasion and deformation device. Cloudy in the gel observed after autoclave cycle. The device is not rupture creases are observed but have no relationship with manufacturing. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported against left side capsular contracture baker grade IV, "any creases", and that implant was intact.